Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Photo analysis: this is a photo analysis for a set of images submitted to ethicon endo surgery for evaluation. Images 1-3: the images provided by the account is of what appears to be an e-z clean blade 2.75in bns. The insulation appears to be detached from the electrode. It should be noted product failure is multifactorial. No conclusion could be reached as to how this issue occurred through photo analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: were unintended fragments generated and fell into the patient? No ¿ issue was found prior to use. If so, were they completely removed without additional procedures? Na. Did the patient experience any adverse consequences due to this issue? If yes, please specify. No. No sample to return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, that the cautery tip failed.